Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided. Device code - ni, expiration date - ni, date implanted - approximately 30 years ago, manufacture date ¿ ni. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred.  Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2016-01049 / 02207).

Event description:
It was reported that patient underwent a knee revision procedure approximately twenty-five years post-implantation due to unknown reasons. During the procedure, a patella button and tibial bearing were implanted.